Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation caused during an intervention to treat a stenosis in the mid right coronary artery. The 4.00x26 mm graftmaster was implanted, but did not completely seal the perforation due to the length of the perforation. A 4.00x19 mm graftmaster was then implanted overlapping the first; however, the delivery catheter separated at the balloon attachment into two pieces. There was no resistance noted during advancement or removal; however, the balloon was stuck. The balloon was able to be worked out over the guide wire. There was still extravasation seen via angiography so the 4.50x19 mm graftmaster was implanted to finally seal the perforation. It was confirmed that all three stents were needed as the length of the perforation was longer than initially anticipated. There were no adverse patient effects and the patient is doing well. No additional information was provided.

Event description:
Subsequent to the initially filed report the following information was provided: the balloon of the 4.00x19 mm graftmaster was lodged at the tip of the guiding catheter. The graftmaster was also unknowingly used past its date of expiration. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number -(B)(4). Device code 2017: use after expiration. The device was not returned for analysis. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft detachment; however, the reported difficult to remove appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.